Event description:
The customer reported that the device was not sealing properly. The site mentioned that no other information would be available regarding this incident. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.